Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that implant was removed due to peri-implantitis. Tooth site # 26.